Event description:
Reporter alleged when going to the pharmacy customer obtained discrepant results with his meter versus their meter. Customer stated their meter read 450 mg/dl compared to the pharmacy result of 150 mg/dl when testing was performed 10 minutes apart. It was not provided whether any actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.